Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up and complained of experiencing occasional pectoral stimulation for the past two weeks. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the low battery voltage status, reprogramming or software download could be performed. On 07/15/16 the device was successfully explanted and replaced. The patient was in good condition post surgery.